Manufacturer narrative:
H11: additional manufacturer narrative: this is one of two manufacturer reports being submitted for the same patient. Reference related manufacturer report #(B)(4), report ID: (B)(4). The device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from australia, a 7300tfx33 valve implanted in mitral position was explanted after an implant duration of five (5) years and twenty-six (26) days due to increased pressure gradients seen in multiple transoesophageal echocardiography (toes). A mechanical non-edwards valve was implanted in replacement. Unfortunately, the patient died after the surgery due to complications post-op. As reported by the surgeon, the death was not associated with the edwards device.

Manufacturer narrative:
Information added/updated to section b5, b7, d9 and h6 (type of investigation) corrected data in section h6 (device code): 4001 (patient device interaction problem) replaces 1270 (gradient increase) and section h10: added the related report number in the correct field. H3: device evaluation: the device was returned for evaluation. Customer report of "increased pressure gradients" was unable to be confirmed as per condition of returned. As received, all three leaflets cut out from the valve. The cuts had a smooth and straight edge. Leaflet fragments, were partially returned and showed minimal host tissue overgrowth. Fragments were unable to be fully matched up to the valve. X-ray demonstrated wireform intact. Host tissue overgrowth was moderate at the inflow stent circumference and minimal at the outflow stent circumference. Sewing ring cloth was cut in multiple areas around the valve. Suture threads and fasteners remained attached to the sewing ring. No other inconsistencies were observed from the returned valve. H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from australia, a 7300tfx33 valve implanted in mitral position was explanted after an implant duration of five (5) years and twenty six (26) days due to increased pressure gradients seen in multiple transoesophageal echocardiography (toes). Per product evaluation findings, moderate host tissue overgrowth was also observed. A mechanical non-edwards valve was implanted in replacement. Unfortunately, the patient died after the surgery due to complications post-op. As reported by the surgeon, the death was not associated with the edwards device.

Manufacturer narrative:
Updated section h6 (investigation findings) and h6 (investigations conclusions). H11: additional manufacturer narrative: pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. Pannus/host tissue overgrowth is most likely due to patient factors and is unlikely to be related to a manufacturing non-conformance. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors.